Event description:
It was reported that a malfunction occurred with the insulin pump, indicated by malfunction code 16. There was no adverse impact to the customer's blood glucose level. The pump was not replaced as it was out of warranty.